Event description:
A "bmw" .014" coronary guidewire was being used to place the lead in a lateral cardiac vein branch. At one point the physician tried removing the guidewire from the lead with difficulty, and guidewire was not easily removed. Significant force needed to be applied to remove the guidewire. A new guidewire (different type/model) was then opened and attempted to be placed into lead. The guidewire would not fully pass into lead. It was speculated that the first bmw guidewire may have broken or had some hydrophilic coating shear off inside of lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).